Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
An alarm problem was identified. Patient involvement is unknown.

Event description:
It was reported that there was a problem with the alarm. It is unknown if the device was in clinical use.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer.the customer was provided a quote for parts/services, but has not accepted the quote, therefore the cause cannot be determined at this time.it is unknown how this issue was resolved. No further investigation or action is warranted at this time. H3 other text : the customer was provided a quote for parts/services, but has not accepted the quote.